Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a left heart cath, 15-18 ml's of air was injected into the tr band. The tr band was noticed to be completely deflated shortly after placement. Blood loss was less than 250cc.

Manufacturer narrative:
One tr band and inflator were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 9ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve. The sample passed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band and inflator were returned for assessment and the sample passed leak testing. The check valve was deconstructed, and a piece of foreign matter was found. The complaint can be confirmed for foreign matter in the check valve. Review of the device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. A corrective action was initiated for this issue.